Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 5:00pm, the patient reported testing her blood glucose on her lfs meter and obtained a result of 171 mg/dl, the patient then tested on her onetouch ultra back up meter at 5:07pm and obtained a result of 39 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reported using insulin pump therapy to manage her diabetes. The patient denied making any changes to her usual diabetes management routine as a result of the alleged readings. The patient reported on (B)(6) 2012 at 5:05pm, she developed symptoms of 'perspiring, weak and disoriented' at 5:05pm, the patient reported eating and/or drinking. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. In addition, when a control solution test was run, the result was not within the recommended range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she tested on her lfs meter, obtained an inaccurately high result, and developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. However, the test strip failed control solution level 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.